Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy procedure, while on bronchial bronchi, the staple was not fully formed and the staple line was incomplete centrally which was fixed by manual suture. It was reported that the device completely fired, but after that, the jaws could not open, it was locked on tissue which was removed by cutting using a scalpel. Surgical time was extended more than 30 minutes to prolong the time of anesthesia. It was noted that the handle was confirmed to be no problem, after the reload was replaced, it could be used normally.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was fully fired. Malformed staples were observed on the cartridge. In addition (pmv) performed a photographic evaluation of three images and the visual inspection of the returned photos noted that malformed staples were on the cartridge. Functionally the loading unit was loaded into a post market vigilance instrument, the interlock was overridden, and the loading unit was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. However, probable causes could be attributed to application over tissue that is beyond the recommended thickness range or application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. A definitive root cause could not be identified. If information is provided in the future, a supplemental report will be issued.